Event description:
It was reported by a patient that in 2004, the patient suffered severe injuries as a result of a guide catheter (specific product not named) that fractured in the left main coronary artery. No additional information is available as of the date of this report.

Manufacturer narrative:
H6- the product was not returned by the hospital, so no returned product analysis will be available.